Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: remote transmission and in-office check showed noise on rv lead, particularly when patient turned to right side per physician. Physician chose to cap rv lead with noise and replace with new rv lead. Should additional information be received, this file will be updated.